Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked, the delivery wire was inside the introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched. The coil interlocking arm was detached. For functional inspection, the delivery wire was advanced through the introducer sheath no resistance was noticed. Microscopic inspection revealed that the proximal end of the delivery wire has a smooth surface and the interlocking arm was found in good condition. The zap tip of the main coil has a smooth surface. Dimensional inspection of the delivery wire revealed that the weld overall dimension (od), wire arm od and wire zap tip (max) matches with specification. Also, for the main coil, the zap tip (od), the primary coil (od), and the number of distal and proximal fiber bundles are within specification.

Event description:
Reportable based on device analysis completed on 04feb2021. It was reported that the coil became stuck. The target lesion area was located in the internal illiac artery. A 2d 12mm x 20cm interlock-35 embolic was selected for use in a pelvic congestion procedure. During the procedure, the coil was unpacked and flushed well. The coil was introduced into the catheter. However, it was stuck at the distal part of the catheter, at the connection part. The coil was pulled, and the procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a detached interlocking arm.